Event description:
It was reported, the patient is not received effective stimulation therapy from his scs system. Instead, the patient stated, he feels stimulation in his ribs and nothing in his back or lower extremities. Reprogramming of the patient's scs system did not resolve the issue. Follow-up on (B)(6) 2014 identified, the patient underwent surgical intervention on (B)(6) 2014 to revise his scs lead. The physician revised the patient's lead to obtain better right side coverage. The patient reported postoperative he was satisfied with the stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.